Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated a bolus amount and over bolused. The customer reported that the over bolus was not a pump issue. The customer's blood glucose level decreased to 71 mg/dl. The customer took glucose and suspended insulin delivery from the pump.